Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that a 29 mm pericardial mitral valve, implanted in the tricuspid position, underwent valve in valve replacement after an implant duration of eight (8) years and five (5) months. The reason for the intervention was not provided. A 29 mm transcatheter valve was implanted via the transfemoral approach. No additional details were provided.

Manufacturer narrative:
Through investigation, this event was found to have been previously reported under 2015691-2017-04255. Please see report number 2015691-2017-04255 for more information.